Manufacturer narrative:
Pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform the displacement test due to missing segments. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The mother reported via phone call that the insulin pump was damaged. The mother stated the insulin pump's display was severely cracked. The mother stated the customer was unable to read the display as a result of the crack. Customer's blood glucose was 92 mg/dl. The mother reported the customer rolled over the insulin pump, causing the damage. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.